Manufacturer narrative:
(B)(4).

Event description:
A customer reported that during a "diabetic, detachment" case, the laser probe failed to provide typical burn profile to the retina. An alternate probe was used to complete the case. There was no harm to the pt.